Manufacturer narrative:
The subject device was returned to olympus medical systems india (omsi). Omsi checked the subject device and found that after a while of startup, the endoscopic image of the subject device disappeared, and after that, horizontal noise appeared on the endoscopic image of the subject device. Omsi also found that these image problems were caused by the failure of the main circuit board of the subject device. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the local field service engineer that during the inspection before the use, it was found that the endoscopic image of the subject device was not displayed intermittently. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems india (omsi). Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomena could not be conclusively determined. However, based upon the information from omsi, omsc surmised that these phenomena were attributed to the failure of the main circuit board. The exact cause of the main circuit board failure could not be conclusively determined. If additional information is received, this report will be supplemented.